Manufacturer narrative:
The device was returned with a bent catch beam. With the catch beam bent, the device deployed, but the slide insert was not caught by the catch beam during the retract. The slide insert and cannula returned to its original position. No additional problems were found with the device. The device cannula was checked for any manufacturing deficiencies that could possibly cause bleeding or bruising and nothing was found. Despite finding no issues, the exact cause of the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 440 mg/dl while wearing the pod between 4 and 24 hours in the infusion site (hip/buttocks). While patient was reporting having to replace this pod for elevated bg levels, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a correction of 10 units was injected with a syringe and a new pod was applied. There was blood on the front portion of the adhesive where the cannula was. Patient had large ketones.